Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to urinary incontinence caused by tissue atrophy. A new cuff was implanted. No further information was reported.